Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the right ventricular (rv) lead exhibited intermittent loss of capture. In clinic threshold assessment and programming changes was suggested; no changes or interventions were reported. There were no patient consequences.